Manufacturer narrative:
Investigation is ongoing. Device UDI: (B)(4).

Event description:
As reported by a field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement procedure with a 23 mm sapien 3 ultra resilia valve, the valve dislodged from the balloon on the commander delivery system. After the valve was advanced into the patient's native annulus, the safari wire positioned in the left ventricle was inadvertently pulled back. The operator attempted to remove the valve, delivery system, and sheath together as one unit. As the valve was being retracted toward the sheath it dislodged from the delivery system balloon. The operator attempted to snare and remove the dislodged valve from the patient; however, the attempt was unsuccessful. As a result, the dislodged valve was deployed in the patient's descending aorta. The perceived root cause was attributed to interaction between the commander delivery system and the sheath, which may have contributed to the valve dislodging from the balloon. An additional commander delivery system and 23 mm sapien 3 ultra resilia valve were prepared, and the valve was successfully deployed in the native annulus with optimal results. The patient was reported to be stable and in good condition.